Event description:
Dialysis was initiated and the air detector began alarming. The alarm was reset a number of times and was eventually turned off by the tech. The venous bloodline was removed from the line clamps. It is not clear when the blood pump was stopped. Air was noted in the venous line below the air detector. The saline bag was empty allowing air to enter the bloodlines and dialyzer. The pt complained of chest pain, sob and a numb sensation. The pt was placed on his left side/trendelenburg position and given o2. The pt was transported to the hosp for further evaluation after dialysis was terminated. Device age 5000 hrs.